Manufacturer narrative:
This report is submitted on august 23, 2019 by cochlear limited.

Event description:
Per the clinic, an revised surgery was performed on (B)(6) 2019 for a ci532 implanted recipient due to a confirmed electrode tip fold over. Reportedly, an electrode full insertion was achieved at the revised surgery without incident or tip fold over. The serial number of the ci532 implant and the recipient's details have not been reported to cochlear as of the date of this report, (B)(6) 2019.